Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was an attune tkr case done in meh 28/11, with the following implants used - the preparation of primary knee instruments was done accordingly and as per planned. Femur cuts proceeded as per normal, when proceeding to tibia preparation, dr asked for short cemented tibia 14x50mm stem and we got the instruments ready. He drilled for the stem, then attach the stem trial to the fat reamer (for the cone). Just when he was about to do the keel punch, the instrument fell onto the ground. He then checked with dr who decided to prepare the keel as per primary tray. Upon preparing as per primary tray, he followed through the trial with the primary tray trial construct and decided on the implants to be used. Despite not trialling with the stem, dr asked for the stem implant and decided to implant with it as the preparation was already made. While cementing and implanting the tibia, he experienced some resistance and managed to impact and implant the tibia with stem successfully. Upon closure, our reps cleared the instruments which were all left in the basin by the ot scrub nurse and realised the stem trial which was originally tightly screwed onto the fat conical reamer was missing and alerted dr. Dr called for an xray and then realised the stem trial was in the tibia canal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.